Event description:
Customer reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 140 mg/dl (advantage) and 39 mg/dl (ambulance staff's meter); 39 mg/dl (advantage) and 39 mg/dl (ambulance staff's meter); reading of 39 mg/dl was taken only once; no duplication of readings. Customer was experiencing a hypoglycemic event at the time of the readings. Ambulance staff gave the customer a shot of dextrose and began to feel better about 5 minutes afterward. Customer was transported to the hospital where he tested at 120 mg/dl on the hospital meter. Customer was given a turkey sandwich and ginger ale, which he consumed on his own. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.